Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the monopolar energy settings were up higher than expected, the instrument arced and caused a bowel injury. The surgeon was using the monopolar curved scissors (mcs) instrument in their right hand. While burning bowel tissue the mcs instrument arced to the unspecified instrument in the surgeon's left hand. The bowel was burned and appeared white from the arcing event; intervention was required which added an additional 1.5 hours onto the procedure. The energy settings were set to 4 cut 2 coagulation which are the surgeon's standard settings. The procedure was completed robotically. The patient is reported to be doing well.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.